Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. After a delivery catheter for trunk-ipsilateral leg component (rlt231418j/14161884) was placed and the proximal portion of rlt231418j was deployed. An intra-procedure imaging revealed that a lock pin was disengaged from the delivery catheter. Constraining system of the delivery catheter could not be used, but the procedure was continued. The patient tolerated the procedure without adverse events revealed. It was reported that the patient's proximal neck was highly angulated (exact angulation is unknown). In order to advance the delivery catheter, pre-shaping of the endoprosthesis was performed, which the physician thought could contribute to the lock pin being disengaged.